Event description:
It was reported that the device exhibited a check clutch/plunger lever alarm error during occlusion testing. The event occurred during preventive maintenance testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the right plunger case cracked. The event history log confirmed a check clutch/plunger lever error occurred. Functional testing was unable to replicate the reported issue. The root cause was undetermined. The left and right clutch halves, leadscrew, and spring were replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.